Event description:
It was reported that the surgeon passed second fibertape with scorpion needle but suture didn't pass. Instrument was removed from the patient and it was noticed that the tip of the needle was missing. It was confirmed through an x-ray that the tip was in the rotator cuff. The surgeon had to convert to an open procedure to retrieve the tip with 2.5 hours added to surgery time. Rotator cuff repair shoulder scope,

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.